Manufacturer narrative:
According to the customer, the laps were "falling apart" when unfolded and used to "wipe off instruments, to help hold retractors to prevent tissue injuries, and to wipe debris from surgical field" during "total joint surgeries". The customer reported "strings were left behind" inside the patient and required removal with a "forcep". The customer reported there was no impact to the patient or procedure, and the procedure was able to be completed. The customer did not report any serious injury or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the laps were "falling apart" when unfolded and used to "wipe off instruments, to help hold retractors to prevent tissue injuries, and to wipe debris from surgical field" during "total joint surgeries".